Event description:
Patient was sitting in wheelchair in front of room after breakfast, fell forward out of wheelchair and hit head on floor, due to broken chest posture guard. Cold pack to right temple, temporary restraint applieddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: manufacturing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.